Event description:
The rptr stated that he got the er1 message once. When he received the message, he just turned the meter off and repeated the test the next day. When asked how he felt, he said he was not feeling that bad. He did not remember checking the confirmation dot against the color chart on the strip bottle.